Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported the patient complained of increased pain. When the rep reprogrammed the patient, they were only able to obtain paresthesia in her right thigh down to her foot and slightly in her left leg. The patient experienced a fall in july and has had increased pain since that time. An x-ray was planned to check lead placement and to see if the lead had migrated. Impedances were within normal limits. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the x-ray results were unknown. The rep was waiting for the x-ray results. An hcp discussed esi. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep).it was reported that x-rays results showed that the leads did not migrate. Reprogramming was performed. It was unknown whether the issue was resolved. No further complications were reported/anticipated.